Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint (B)(4) that: no patient harm. No technical faults in the logfiles the ventilation shut down is not confirmed. Our investigation is still ongoing, the esm board is rquested from the customer to investigate the root cause. Logile investigation: root cause: - investigation ongoing

Event description:
The following was reported to hamilton medical ag:the unit switches off automatically during ventilation. The screen turns black with vertical white stripes. A continuous acousticalarm is generated.no technical fault are detected in the log files.